Event description:
It was reported that the patient experienced discomfort. The pulse generator was repositioned and moved to the sub-pectoral region.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.